Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, extensive peritonectomy, and extensive adhesiolysis. The reason for these procedures were: menorrhagia, uterine fibroids, dysmenorrhea, stress urinary incontinence, symptomatic vaginal relaxation , cystocele, rectocele and enterocele, pelvic mass consistent with leiomyomata, menometrorrhagia, dysmenorrhea, dyspareunia, chronic pms, scleroderma, evidence of pelvic inflammatory disease, and curtis fitz- hugh syndrome. It was reported that patient underwent mesh removal on (B)(6) 2011 because it was concluded that the mesh was not working properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).